Event description:
It was reported that a pt had circumferential red rash type area under the collar of an appliance after it had been in place for 5 days. The pt stated they did not apply the moldable skin barrier but instead applied her previous skin barrier with tan tape collar and changed it again in 5 days at which time the redness had decreased. Pt outcome is reported as the pt applied the skin barrier again and by the time it was changed again in 5 days the redness had resolved.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.